Manufacturer narrative:
Updated section h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the manufacturing process the units go through insert inspection process.

Event description:
As reported, during procedure, these pair of fogarty hydrajaw inserts detached from the clamp and fell into the patient's cavity (manufacturer's reference: (B)(4). The same issue occurred with the replacement pair (manufacturer's reference: (B)(4). There were no patient injury or consequences, and no additional imaging or intervention was required to retrieve the inserts. The devices were not available for evaluation as they were discarded. Patient demographics unable to be obtained.

Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.